Event description:
The customer called and reported the sensor readings were off from blood glucose and at the time of the report, the customer's blood glucose was 48 mg/dl. The customer declined troubleshooting for low blood glucose and stated they were able to treat. Customer stated the sensor read low when blood glucose was actually 150 mg/dl. The customer was unsure if there had been bent cannulas in previous sensor. The customer stated they would turn off the sensor feature for two hours, turn back on and monitor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.